Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, no clinical factors could be definitively concluded to have contributed to the reported event. Patient impact beyond the reported broken post and revision cannot be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the post of a unknown journey bcs knee insert broke. This adverse event was treated trough a revision surgery, in which the insert was removed and replaced with a journey ll 5-6 left 13mm bcs. Patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).